Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder speedbridge surgery while attempting to perform the suture with the clamp, the upper moving jaw broke and another clamp had to be used to complete the surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was not confirmed as the visual evaluation of the received ar-13997mff with batch 15051240 revealed that no part of the upper moving jaw is broken off (see evaluation picture 2). However, the visual evaluation revealed that there are signs of metal surface oxidation on the tip and on the handle (see evaluation picture 3 + 4). A most likely cause is attributed to wear and tear due to frequent reprocessing considering the age of the device (manufactured on 01-feb-2023).